Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. How was the procedure completed? Use another new pse45 to finish it. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 5. What color cartridge was being used? Green.

Event description:
It was reported that during an unknown procedure, when firing, the tissue was being slightly pushed out. Somehow the anvil didn't compress very well and it led to bad staple formation. Suture was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: cartridge. The analysis found that one pse45a device was returned in good visual condition and with 9 ecr45g cartridge reloads present. Cartridge (b - I) ecr45g, l53x6a,were received fully fired and with cartridge deck damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Cartridge (j) ecr45g, l53x6a, was received partially fired 1/10 and in good visual conditions. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with the returned reload (j) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to the damaged knife condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.